Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. As a result, defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the customer's device, and verified the reported issue through the electronic records of the device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device and replaced the power pcb. After observing proper device operation through functional and performance, the device was returned to the customer for use. Stryker evaluated the removed power pcb, however root cause could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. As a result defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.